Event description:
Revision of the patient's right total hip arthroplasty involving the acetabular component and femoral head component.patient underwent right total hip arthroplasty with a large head metal-on-metal implant three years ago. He subsequently developed difficulty with noise and pain and evaluation revealed elevated metal ion levels. After reviewing the risks and benefits of surgical versus nonsurgical management, he elected to proceed with revision.